Event description:
The customer obtained a positively biased vitros valp result from a proficiency sample when processed on the vitros 5,1 fs chemistry system. A vitros valp result of 1208 mol/l vs. An expected result of 962 mol/l was predicted. A biased result of the magnitude and direction observed may lead to inappropriate physician action if occurred with a patient sample. The customer had no evidence that patient results were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a positively biased vitros valp result was predicted from a proficiency sample when tested on a vitros 5,1 fs system. Acceptable performance was obtained upon reanalysis using the same vitros valp reagent lot. No assignable cause could be determined. The reagent and instrument were performing as expected at the time of the investigation. However, as the event occurred approximately 2 months prior to the customer contacting ocd, an instrument or reagent issue could not be ruled out as a contributing factor. A root cause was not identified.